Event description:
There was reported damage to the pt's uterus, due to difficulty in inserting the trocar.

Manufacturer narrative:
The alliance medical corp engineering team has isolated the possible problem to the blade not fully extending as a result of oxidation on the inner shaft of the trocars. We began seeing this oxidation only on the bladed torcars.